Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was found on the keypad traces. No numbers were ramping during testing or scroll bar moving anomaly. The battery was inserted multiple times and all currents were within specification, no unexpected low battery, battery out limit or off no power alar noted. The device was programmed with correct time and date, and then was put through unexpected restart test, no anomaly was noted. The device minor scratches on the display window, cracked case display window corners, and cracked reservoir tub lip.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the numbers on their insulin pump were scrolling when attempting to bolus. Customer also stated the numbers were scrolling when there were no input from the user. It was also reported a battery out limit alarm occurred after the customer replaced the battery. Customer's blood glucose was 99 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.